Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 08/15/2023. An investigation was conducted on 08/24/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. The harvesting device and accessories were observed to be intact with no visual defects. The cannula handle was returned separated into two pieces. The c-ring was observed to be intact with no visual defects. No screws were observed to be missing on the device. A mechanical evaluation was conducted. The handle was able to be snapped back together to its normal state with no physical difficulties. Based on the returned condition of the device as well as the investigation results, the reported failure "component missing" was not confirmed. The lot # 3000306437 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure the vasoview hemopro vh-3500 screw was missing on the handle making it loose and it fell apart. Nothing fell into the patient. A new device was opened to complete the procedure. No delay. No injury or harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.